Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The device was implanted at (B)(6). (B)(4). If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on november 14, 2017. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date. The complaint device is not expected to be returned for evaluation. Additional information received on january 13, 2022 on (B)(6) 2017, the patient underwent obtryx ii sling placement and cystoscopy for stress urinary incontinence. Medical history included stress predominant mixed urinary incontinence, daily urgency and urge incontinence episodes, microscopic hematuria with negative cystoscopy and CT urogram, total laparoscopic hysterectomy and bilateral salpingectomy, vaginal cuff cellulitis, pre-diabetes, depression, fibromyalgia, rheumatoid arthritis. On (B)(6) 2017, two weeks post-op, patient presents with some right leg pain with more activity. Minimal vaginal discharge noted. No other complaints and patient was reportedly happy with the results. On (B)(6) 2017, six weeks post-op, patient reports still having some right leg pain with certain movement. She states she is concerned about driving as she recently drove long distance and experienced severe pain in the thigh and back of leg. A referral to physical therapy was ordered and some additional medication, gabapentin 100mg capsule once daily. Physical therapy notes: on (B)(6) 2018, patient reports symptoms in posterior leg only appeared after pelvic surgery. Noted inhibition in deep core musculature s/p pelvic surgery and sling placement with increased tension/activity in posterior musculature resulting in sciatic nerve irritation. Advised physical therapy once a week for a 4-week duration. Diagnosis: piriformis syndrome, generalized right lower extremity weakness. On (B)(6) 2019, patient presents to the clinic with pelvic pain and abnormal vaginal bleeding. Exam was able to palpate but not visualize the mesh. Wet prep was normal. The assessment was vaginal discharge and abnormal vaginal bleeding from suspected erosion of bladder suspension mesh. The patient was referred back to urogynecology for further evaluation. On (B)(6) 2019, the patient presented for vaginal bleeding and pelvic pain. She reports her partner is feeling a prickly sensation during intercourse. Also reports some pressure with urination but denies dysuria. She also reports pain with defecation. Exam revealed 1 x 1 cm exposed mesh in the midline. Diagnoses: erosion of vaginal mesh, urinary frequency. The patient was advised on options including mesh excision or vaginal estrogen. The patient elected to start with vaginal estrogen. On (B)(6) 2019, patient reports during a clinic visit some discharge and spotting, urinary frequency and nocturia. She also reports some bright red blood with stools and pain with defecation. Digital rectal exam revealed significant discomfort and was limited; the physician suspected internal hemorrhoid versus mass and referred to colorectal. Exam also revealed persistent mesh erosion. The patient elected to continue observation of mesh exposure. Overactive bladder with urinary urge incontinence was also discussed and options for management were discussed. On (B)(6) 2020, cystoscopy and vaginoscopy procedures were performed. Impression: -exposure of tot objects mesh suburethral he with associated his peroneous for which patient is failed estrogen therapy now interested in surgical excision -symptomatic bothersome overactive bladder without prior symptoms -no stress incontinence noted on exam however patient complains of sui -mild apical vaginal vault prolapse associated prolapse mildly. On (B)(6) 2020, patient underwent removal of suburethral portion of tot vaginal mesh sling, cystoscopy for midline incisional exposure of tot mesh sling. Approximately 3.0 cm of the left side and 2.5 cm of the right side of the mesh was removed. No complications were reported. Pathology report revealed some adherent chronically inflamed fibrous connective tissue fragments on both right and left mesh excision. On (B)(6) 2021, patient presents for evaluation of pelvic pain, leg and groin pain. She states the pain began after bladder mesh surgery in 2017. Assessments: -chronic pain syndrome -chronic use of opiate drug for therapeutic purpose -lesion of femoral nerve, unspecified lower limb treatment: -pain meds (lyrica 50mg capsule) -meralgia parasthetica blocks right and left ordered -mls laser therapy ordered. On (B)(6) 2021, valium 5mg tab suppository was ordered for pelvic pain during a clinic visit. The assessment included urgent desire to urinate, spastic pelvic floor syndrome, pudendal neuralgia, and complications of vaginal mesh. The patient was advised her pain was caused by transobturator mesh which led to the spasm of the pelvic floor muscles which in turn put pressure on the nerve giving her most of her symptoms. We have discussed treatment options and we are going to proceed with removal of groin part of the transobturator mesh. The vaginal part was already removed. Patient will also benefit from bilateral pudendal nerve block and botox injection to pelvic floor muscles. She will also benefit from valium/ baclofen/ketamine suppositories. Ketamine may help with sensation of allodynia which is the sign of pudendal nerve irritation or injury. On (B)(6) 2021, patient underwent the following procedures: -bilateral pudendal nerve block -botox injection to pelvic floor muscles -bilateral groin mesh removal -osteotomy right pubic bone preop/postop dx: -complication of implanted vaginal mesh -pudendal neuralgia -spastic pelvic floor syndrome findings: right segment of the groin mesh densely attached to the inferior edge of the superior pubic ramus (medial edge of the obturator foramen). Patient was admitted for post operative management, reports postoperative pain, some nausea but no vomiting. Pain management with IV dilauded was given with relief of pain. On (B)(6) 2021, patient presents to the emergency department with chest tightness and chest pain. Patient reports some nausea earlier which has since improved. X-ray was normal. EKG shows normal sinus rhythm and pulse oximetry is 98% on room air. On september 9, 2021, physical therapy was initiated for a duration of 10 weeks, once or twice a week on (B)(6) 2021, pelvic therapy was restarted. Patient reports doing very well with some residual muscle spasm. She reported that her pain was significantly improved. Additional information received on august 18, 2022. During an office visit on (B)(6) 2020, anxiety symptoms overall are improving some with counseling and also taking alprazolam as needed. Stated that she was more worried about her health due to stress of working a job that she was not mentally prepared to handle due the physical ailments that it causes her. Patient reported that while she was off work, would like to have her cystocele re-examined. She had this surgically repaired previously, but felt like it was falling. She could feel a mass something at the top of her uterine wall that drops into her vaginal canal and causes some discomfort. Assessment/plan: 1. Hypertensive disorder - blood pressure has been well controlled on just half a dose of losartan/hctz. Patient will continue to take this and will take a second half on days where her bp is elevated or if she's symptomatic for hypertension. 2. Cystocele - had a mesh surgery in the past but reports that it's failing. Tried estrogen cream, but it did not help. Wanted referral to a new urogynecologist as patient thought the repair failed. 3. Anxiety attack- doing okay right now. Patient returning to work but not ready to return yet. Encounter with the patient on september 30, 2020, patient presented for a general follow up. Said that every couple of days she felt very fatigue, shortness of breath, and nauseated. Reported that resting was the only thing that seems to help. Had to lay around for a couple of days sometimes before she felt better. Said that she was off until october 6th with her disability but reported that the bladder specialist could not get her in until the 26th. Said that she had been having to take the entire blood pressure medication daily because it has been elevated, 150/100 on very rare occasions. Could not notice a correlation with not feeling well and abnormal blood pressure. Still getting headaches and pains in her face which were transient. Assessment/plan: 1. Fatigue - will check labs at next flu visit. 2. Hypertensive disorder - had to increase to 1 entire tablet due to continued elevated readings, fatigue and malaise could be side effect from medication and body adjusting to new dose, 3. Cystocele - is seeing urogynecologist on october 26th and needs new note for short term. Her mesh failed. 4. Anxiety attack - this is getting better. Didn't have to take alprazolam at all this past week. On (B)(6) 2021, patient came for pelvic pain. Patient reported that she continued to have a lot of perineal pain. Was seeing pain specialist and it helped some, but it didn't fully resolve. Patient complained a lot of pain around the pathway of the pudendal nerve and the perineum. It was confirmed the problem remains as irritation around the pudendal nerve. The entire mesh was not taken out after it had been removed, it is a very difficult procedure - danger in surround blood vessels, etc. Patient reported that it did not hurt worse than it did before the partial mesh was removed, but the pain is different and now more localized. Pain was in buttocks, around perivaginal region and down the right leg. Patient said that pain is debilitating, and disability won't pay for another surgery before november 4th. Pain was severe a lot of the time. Lyrica takes a mild edge off at times. Assessment/plan: 1. Pudendal neuralgia - likely needs to see a specialist to have this fully removed. Can't have it done before november 4th, per patient, as disability will not pay for it until then. This is debilitating for the patient. Patient needs pudendal nerve block/pudendal neuralgia. 2. Autonomic dysreflexia - in the physician's assessment, this is due to bp being much higher when she's in pain. Hypertension is commonly seen in patients with pedundal neuraigia. 3. Rheumatoid arthritis - better when she's not very stressed. Has been taking tylenol pm to help her get through. Switching to tramadol. 4. Hypertensive disorder - controlled on edarbi 80 mgs. 5. Graves' disease - patient reported that many of her thyroid and rheumatoid arthritis symptoms have been unnoticeable since being on ldn (low dose naltrexone). Said that the only thing that she feels right now is the pain in her perineum. Follow up appointment for thyroid nodule surgery on (B)(6) 2021, patient reported that she was following up from her post surgery procedure to remove mesh. Still having pudendal nerve pain, had a nerve block. The pain before was gone but comes back when sitting too long on the right side. Patient would like to repeat botox and nerve block in the right side due to some discomfort. Patient could not sit in a car for prolonged period of time. Patient had completed pelvic floor therapy and continues to do exercises. Assessment/plan: 1. Pudendal neuralgia - has improved a lot post mesh removal, but patient is having discomfort in a different area. Patient is having a post procedural pain in an area where the mesh supposedly fused to the bone. Has to sit on a heating pad frequently. Can't have sex at all. Hurts significantly after having a bowel movement. 2. Pelvic floor dysfunction - still doing pelvic floor therapy. 3. Anxiety - has to take alprazolam more frequently. 4. Chronic interstitial cystitis (without hematuria) - take elmiron 3 times a day. 5. Rheumatoid arthritis - patient has not seen rheumatologist in a few years.

Manufacturer narrative:
Additional information: blocks b5, b7 and h6: patient codes. Correction: g2: report source (removed company representative) h6 below (removed conclusion code d17) block b3 date of event: date of event was approximated to december 1, 2017 as the first clinic visit when symptoms were reported post implantation. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Partial mesh removal: (B)(6). Removal of remainder mesh: (B)(6). Block h6: patient codes e1405, e1605, e020201, e1301, e233001, e0123, e1401, e2326, e0506, e2006, e2101, e1621, e2330, e1020, e1032, e2328, e0127, e2311, and e1720 capture the reportable events of pain during intercourse, muscle spasm/spastic pelvic floor syndrome, anxiety attack, dysuria, chest pain, lesion of femoral nerve, vaginal discharge, inflammation, vaginal/rectal bleeding, extrusion, adhesions, weakness of lower extremity, pain, allodynia, nausea, vomiting, mild obstructive symptoms and numbness, discomfort, pudendal neuralgia and irritation around the pudendal nerve. Impact codes f19, f2302 and f1202 capture the reportable events of mesh removal, required medications and unable to work for a period of time and impacts to daily activities. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date. The complaint device is not expected to be returned for evaluation. ***additional information received on january 13, 2022*** on (B)(6) 2017, the patient underwent obtryx ii sling placement and cystoscopy for stress urinary incontinence. Medical history included stress predominant mixed urinary incontinence, daily urgency and urge incontinence episodes, microscopic hematuria with negative cystoscopy and CT urogram, total laparoscopic hysterectomy and bilateral salpingectomy, vaginal cuff cellulitis, pre-diabetes, depression, fibromyalgia, rheumatoid arthritis. On (B)(6) 2017, two weeks post-op, patient presents with some right leg pain with more activity. Minimal vaginal discharge noted. No other complaints and patient was reportedly happy with the results. On (B)(6) 2017, six weeks post-op, patient reports still having some right leg pain with certain movement. She states she is concerned about driving as she recently drove long distance and experienced severe pain in the thigh and back of leg. A referral to physical therapy was ordered and some additional medication, gabapentin 100mg capsule once daily. Physical therapy notes: on (B)(6) 2018, patient reports symptoms in posterior leg only appeared after pelvic surgery. Noted inhibition in deep core musculature s/p pelvic surgery and sling placement with increased tension/activity in posterior musculature resulting in sciatic nerve irritation. Advised physical therapy once a week for a 4-week duration. Diagnosis: piriformis syndrome, generalized right lower extremity weakness. On (B)(6) 2019, patient presents to the clinic with pelvic pain and abnormal vaginal bleeding. Exam was able to palpate but not visualize the mesh. Wet prep was normal. The assessment was vaginal discharge and abnormal vaginal bleeding from suspected erosion of bladder suspension mesh. The patient was referred back to urogynecology for further evaluation. On (B)(6) 2019, the patient presented for vaginal bleeding and pelvic pain. She reports her partner is feeling a prickly sensation during intercourse. Also reports some pressure with urination but denies dysuria. She also reports pain with defecation. Exam revealed 1 x 1 cm exposed mesh in the midline. Diagnoses: erosion of vaginal mesh, urinary frequency. The patient was advised on options including mesh excision or vaginal estrogen. The patient elected to start with vaginal estrogen. On (B)(6) 2019, patient reports during a clinic visit some discharge and spotting, urinary frequency and nocturia. She also reports some bright red blood with stools and pain with defecation. Digital rectal exam revealed significant discomfort and was limited; the physician suspected internal hemorrhoid versus mass and referred to colorectal. Exam also revealed persistent mesh erosion. The patient elected to continue observation of mesh exposure. Overactive bladder with urinary urge incontinence was also discussed and options for management were discussed. On (B)(6) 2020, cystoscopy and vaginoscopy procedures were performed. Impression: -exposure of tot objects mesh suburethral he with associated his peroneous for which patient is failed estrogen therapy now interested in surgical excision -symptomatic bothersome overactive bladder without prior symptoms -no stress incontinence noted on exam however patient complains of sui -mild apical vaginal vault prolapse associated prolapse mildly on (B)(6) 2020, patient underwent removal of suburethral portion of tot vaginal mesh sling, cystoscopy for midline incisional exposure of tot mesh sling. Approximately 3.0 cm of the left side and 2.5 cm of the right side of the mesh was removed. No complications were reported. Pathology report revealed some adherent chronically inflamed fibrous connective tissue fragments on both right and left mesh excision. On (B)(6) 2021, patient presents for evaluation of pelvic pain, leg and groin pain. She states the pain began after bladder mesh surgery in 2017. Assessments: -chronic pain syndrome -chronic use of opiate drug for therapeutic purpose -lesion of femoral nerve, unspecified lower limb treatment: -pain meds (lyrica 50mg capsule) -meralgia parasthetica blocks right and left ordered -mls laser therapy ordered on (B)(6) 2021, valium 5mg tab suppository was ordered for pelvic pain during a clinic visit. The assessment included urgent desire to urinate, spastic pelvic floor syndrome, pudendal neuralgia, and complications of vaginal mesh. The patient was advised her pain was caused by transobturator mesh which led to the spasm of the pelvic floor muscles which in turn put pressure on the nerve giving her most of her symptoms. We have discussed treatment options and we are going to proceed with removal of groin part of the transobturator mesh. The vaginal part was already removed. Patient will also benefit from bilateral pudendal nerve block and botox injection to pelvic floor muscles. She will also benefit from valium/ baclofen/ketamine suppositories. Ketamine may help with sensation of allodynia which is the sign of pudendal nerve irritation or injury. On (B)(6) 2021, patient underwent the following procedures: -bilateral pudendal nerve block -botox injection to pelvic floor muscles -bilateral groin mesh removal -osteotomy right pubic bone preop/postop dx: -complication of implanted vaginal mesh -pudendal neuralgia -spastic pelvic floor syndrome findings: right segment of the groin mesh densely attached to the inferior edge of the superior pubic ramus (medial edge of the obturator foramen) patient was admitted for post operative management, reports postoperative pain, some nausea but no vomiting. Pain management with IV dilauded was given with relief of pain. On (B)(6) 2021, patient presents to the emergency department with chest tightness and chest pain. Patient reports some nausea earlier which has since improved. X-ray was normal. EKG shows normal sinus rhythm and pulse oximetry is 98% on room air. On (B)(6) 2021, physical therapy was initiated for a duration of 10 weeks, once or twice a week on (B)(6) 2021, pelvic therapy was restarted. Patient reports doing very well with some residual muscle spasm. She reported that her pain was significantly improved. ---additional information received on august 18, 2022--- during an office visit on (B)(6) 2020, anxiety symptoms overall are improving some with counseling and also taking alprazolam as needed. Stated that she was more worried about her health due to stress of working a job that she was not mentally prepared to handle due the physical ailments that it causes her. Patient reported that while she was off work, would like to have her cystocele re-examined. She had this surgically repaired previously, but felt like it was falling. She could feel a mass something at the top of her uterine wall that drops into her vaginal canal and causes some discomfort. Assessment/plan: 1. Hypertensive disorder - blood pressure has been well controlled on just half a dose of losartan/hctz. Patient will continue to take this and will take a second half on days where her bp is elevated or if she's symptomatic for hypertension. 2. Cystocele - had a mesh surgery in the past but reports that it's failing. Tried estrogen cream, but it did not help. Wanted referral to a new urogynecologist as patient thought the repair failed. 3. Anxiety attack- doing okay right now. Patient returning to work but not ready to return yet. Encounter with the patient on (B)(6) 2020, patient presented for a general follow up. Said that every couple of days she felt very fatigue, shortness of breath, and nauseated. Reported that resting was the only thing that seems to help. Had to lay around for a couple of days sometimes before she felt better. Said that she was off until october 6th with her disability but reported that the bladder specialist could not get her in until the 26th. Said that she had been having to take the entire blood pressure medication daily because it has been elevated, 150/100 on very rare occasions. Could not notice a correlation with not feeling well and abnormal blood pressure. Still getting headaches and pains in her face which were transient. Assessment/plan: 1. Fatigue - will check labs at next flu visit 2. Hypertensive disorder - had to increase to 1 entire tablet due to continued elevated readings, fatigue and malaise could be side effect from medication and body adjusting to new dose, 3. Cystocele - is seeing urogynecologist on ctober 26th and needs new note for short term. Her mesh failed. 4. Anxiety attack - this is getting better. Didn't have to take alprazolam at all this past week. On (B)(6) 2021, patient came for pelvic pain. Patient reported that she continued to have a lot of perineal pain. Was seeing pain specialist and it helped some, but it didn't fully resolve. Patient complained a lot of pain around the pathway of the pudendal nerve and the perineum. It was confirmed the problem remains as irritation around the pudendal nerve. The entire mesh was not taken out after it had been removed, it is a very difficult procedure - danger in surround blood vessels, etc. Patient reported that it did not hurt worse than it did before the partial mesh was removed, but the pain is different and now more localized. Pain was in buttocks, around perivaginal region and down the right leg. Patient said that pain is debilitating, and disability won't pay for another surgery before november 4th. Pain was severe a lot of the time. Lyrica takes a mild edge off at times. Assessment/plan 1. Pudendal neuralgia - likely needs to see a specialist to have this fully removed. Can't have it done before november 4th, per patient, as disability will not pay for it until then. This is debilitating for the patient. Patient needs pudendal nerve block/pudendal neuralgia. 2. Autonomic dysreflexia - in the physician's assessment, this is due to bp being much higher when she's in pain. Hypertension is commonly seen in patients with pedundal neuraigia. 3. Rheumatoid arthritis - better when she's not very stressed. Has been taking tylenol pm to help her get through. Switching to tramadol. 4. Hypertensive disorder - controlled on edarbi 80 mgs. 5. Graves' disease - patient reported that many of her thyroid and rheumatoid arthritis symptoms have been unnoticeable since being on ldn (low dose naltrexone). Said that the only thing that she feels right now is the pain in her perineum. Follow up appointment for thyroid nodule surgery on november 11, 2021, patient reported that she was following up from her post surgery procedure to remove mesh. Still having pudendal nerve pain, had a nerve block. The pain before was gone but comes back when sitting too long on the right side. Patient would like to repeat botox and nerve block in the right side due to some discomfort. Patient could not sit in a car for prolonged period of time. Patient had completed pelvic floor therapy and continues to do exercises. Assessment/plan 1. Pudendal neuralgia - has improved a lot post mesh removal, but patient is having discomfort in a different area. Patient is having a post procedural pain in an area where the mesh supposedly fused to the bone. Has to sit on a heating pad frequently. Can't have sex at all. Hurts significantly after having a bowel movement. 2. Pelvic floor dysfunction - still doing pelvic floor therapy 3. Anxiety - has to take alprazolam more frequently 4. Chronic interstitial cystitis (without hematuria) - take elmiron 3 times a day 5. Rheumatoid arthritis - patient has not seen rheumatologist in a few years ***additional information received on september 16, 2022*** on (B)(6) 2022, the patient wished to discontinue rehab care. She had attended a total of 20 treatment sessions that focused on the following chief complaints: 1. Decreased function for work tasks, unable 2. Difficulty sleeping through the night, minimal 3. Difficulty squatting, moderate 4. Difficulty walking, minimal 5. Weakness, severe 6. Urinary incontinence, minimal 7. Pain with penetrative functional activities, unable diagnoses: other specified mononeuropathies, other muscle spasm, weakness, functional urinary incontinence presenting problems: states pain is located b hips, low back, gluteal, groin, perineal and pfm spasm current surgery: 08-05-21, mesh removal contraindications: 1. Fibromyalgia, 1. Hypertension, 3. Depression, 4. C-section 2001/2005 pelvic history: c-section 2001/2005, hysterectomy 2013, mesh placement 2017, partial removal 2020, full removal 2021 primary complaints: pelvic floor pain, hip groin pain, painful intercourse, incontinence, urgency previous treatment: orthopedic pt for groin hip, several surgeries imaging: nerve conduction systems/red flags review: significant pmhx, botox, nerve block, previous pelvic physical therapy she states she is feeling better, less pain with penetration, improving tolerance to sitting on toilet, however, continued pain in the pelvic floor and perineum with defecation.

Manufacturer narrative:
Additional information: blocks b5 and h6: patient codes block b3 date of event: date of event was approximated to (B)(6) 2017, as the first clinic visit when symptoms were reported post implantation. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) (B)(6) center huntersville, nc partial mesh removal: dr. (B)(6), assisted by dr. (B)(6) (B)(6) center removal of remainder mesh: dr. (B)(6) (B)(6) center (B)(6) block h6: patient codes e1405, e1605, e020201, e1301, e233001, e0123, e1401, e2326, e0506, e2006, e2101, e1621, e2330, e1020, e1032, e2328, e0127, e2311, and e1720 capture the reportable events of pain during intercourse, muscle spasm/spastic pelvic floor syndrome, anxiety attack, dysuria, chest pain, lesion of femoral nerve, vaginal discharge, inflammation, vaginal/rectal bleeding, extrusion, adhesions, weakness of lower extremity, pain, allodynia, nausea, vomiting, mild obstructive symptoms and numbness, discomfort, pudendal neuralgia and irritation around the pudendal nerve. Impact codes f19, f2302, f18, f2203, f1202 capture the reportable events of mesh removal, required medications, rehabilitation and imaging study, and unable to work for a period of time and impacts to daily activities.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2017 as the first clinic visit when symptoms were reported post implantation. Block e1: this event was reported by the patient's legal representation. The device was implanted at (B)(6) med center, (B)(6), nc. Implanting surgeon: (B)(6). Block h6: patient codes e1405, e1605, e020201, e1301, e233001, e0123, e1401, e2326, e0506, e2006, e2101, e1621, e2330, e1020, e1032, e2328 and e0127 capture the reportable event of pain during intercourse, muscle spasm/spastic pelvic floor syndrome, anxiety attack, dysuria, chest pain, lesion of femoral nerve, vaginal discharge, inflammation, vaginal/rectal bleeding, extrusion, adhesions, weakness of lower extremity, pain, allodynia, nausea, vomiting, mild obstructive symptoms and numbness. Impact codes f19, f2302 and f1202 capture the reportable event of mesh removal, required medications and unable to work for a period of time and impacts to daily activities. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date. The complaint device is not expected to be returned for evaluation. Additional information received on january 13, 2022: on (B)(6) 2017, the patient underwent obtryx ii sling placement and cystoscopy for stress urinary incontinence. Medical history included stress predominant mixed urinary incontinence, daily urgency and urge incontinence episodes, microscopic hematuria with negative cystoscopy and CT urogram, total laparoscopic hysterectomy and bilateral salpingectomy, vaginal cuff cellulitis, pre-diabetes, depression, fibromyalgia, rheumatoid arthritis. On (B)(6) 2017, two weeks post-op, patient presents with some right leg pain with more activity. Minimal vaginal discharge noted. No other complaints and patient was reportedly happy with the results. On (B)(6) 2017, six weeks post-op, patient reports still having some right leg pain with certain movement. She states she is concerned about driving as she recently drove long distance and experienced severe pain in the thigh and back of leg. A referral to physical therapy was ordered and some additional medication, gabapentin 100mg capsule once daily. Physical therapy notes: on (B)(6) 2018, patient reports symptoms in posterior leg only appeared after pelvic surgery. Noted inhibition in deep core musculature s/p pelvic surgery and sling placement with increased tension/activity in posterior musculature resulting in sciatic nerve irritation. Advised physical therapy once a week for a 4-week duration. Diagnosis: piriformis syndrome, generalized right lower extremity weakness. On (B)(6) 2019, patient presents to the clinic with pelvic pain and abnormal vaginal bleeding. Exam was able to palpate but not visualize the mesh. Wet prep was normal. The assessment was vaginal discharge and abnormal vaginal bleeding from suspected erosion of bladder suspension mesh. The patient was referred back to urogynecology for further evaluation. On (B)(6) 2019, the patient presented for vaginal bleeding and pelvic pain. She reports her partner is feeling a prickly sensation during intercourse. Also reports some pressure with urination but denies dysuria. She also reports pain with defecation. Exam revealed 1 x 1 cm exposed mesh in the midline. Diagnoses: erosion of vaginal mesh, urinary frequency. The patient was advised on options including mesh excision or vaginal estrogen. The patient elected to start with vaginal estrogen. On (B)(6) 2019, patient reports during a clinic visit some discharge and spotting, urinary frequency and nocturia. She also reports some bright red blood with stools and pain with defecation. Digital rectal exam revealed significant discomfort and was limited; the physician suspected internal hemorrhoid versus mass and referred to colorectal. Exam also revealed persistent mesh erosion. The patient elected to continue observation of mesh exposure. Overactive bladder with urinary urge incontinence was also discussed and options for management were discussed. On (B)(6) 2020, cystoscopy and vaginoscopy procedures were performed. Impression: exposure of tot objects mesh suburethral he with associated his peroneous for which patient is failed estrogen therapy now interested in surgical excision; symptomatic bothersome overactive bladder without prior symptoms; no stress incontinence noted on exam however patient complains of sui; mild apical vaginal vault prolapse associated prolapse mildly. On (B)(6) 2020, patient underwent removal of suburethral portion of tot vaginal mesh sling, cystoscopy for midline incisional exposure of tot mesh sling. Approximately 3.0 cm of the left side and 2.5 cm of the right side of the mesh was removed. No complications were reported. Pathology report revealed some adherent chronically inflamed fibrous connective tissue fragments on both right and left mesh excision. On (B)(6) 2021, patient presents for evaluation of pelvic pain, leg and groin pain. She states the pain began after bladder mesh surgery in 2017. Assessments: chronic pain syndrome, chronic use of opiate drug for therapeutic purpose, lesion of femoral nerve, unspecified lower limb. Treatment: pain meds, lyrica 50mg capsule, meralgia parasthetica blocks right and left ordered, mls laser therapy ordered. On (B)(6) 2021, valium 5mg tab suppository was ordered for pelvic pain during a clinic visit. The assessment included urgent desire to urinate, spastic pelvic floor syndrome, pudendal neuralgia, and complications of vaginal mesh. The patient was advised her pain was caused by transobturator mesh which led to the spasm of the pelvic floor muscles which in turn put pressure on the nerve giving her most of her symptoms. We have discussed treatment options and we are going to proceed with removal of groin part of the transobturator mesh. The vaginal part was already removed. Patient will also benefit from bilateral pudendal nerve block and botox injection to pelvic floor muscles. She will also benefit from valium/ baclofen/ketamine suppositories. Ketamine may help with sensation of allodynia which is the sign of pudendal nerve irritation or injury. On (B)(6) 2021, patient underwent the following procedures: bilateral pudendal nerve block; botox injection to pelvic floor muscles; bilateral groin mesh removal; osteotomy right pubic bone. Preop/postop dx: complication of implanted vaginal mesh; pudendal neuralgia; spastic pelvic floor syndrome. Findings: right segment of the groin mesh densely attached to the inferior edge of the superior pubic ramus medial edge of the obturator foramen. Patient was admitted for post operative management, reports postoperative pain, some nausea but no vomiting. Pain management with IV dilauded was given with relief of pain. On (B)(6) 2021, patient presents to the emergency department with chest tightness and chest pain. Patient reports some nausea earlier which has since improved. X-ray was normal. EKG shows normal sinus rhythm and pulse oximetry is 98% on room air. On (B)(6) 2021, physical therapy was initiated for a duration of 10 weeks, once or twice a week on (B)(6) 2021, pelvic therapy was restarted. Patient reports doing very well with some residual muscle spasm. She reported that her pain was significantly improved. Additional information received on january 18, 2022: on (B)(6) 2020, patient sought consult via telemedicine and reported some pain during intercourse. She also stated that her sling seems to have failed and was impacting her ability to void completely. She also noted that her bladder seems to have prolapsed and she had a small amount of white vaginal discharge. Between (B)(6) august 2020 and (B)(6) 2021, patient had three consultations due to anxiety attack. Patient reports feeling increased symptoms of anxiety/panic/stress. She also reported some mild obstructive symptoms with slow stream and hesitancy sometimes and needing to crede and push to begin urination. On (B)(6) 2021, patient presents for follow-up evaluation management of stress urinary incontinence s/p tot removal; reports hip and groin discomfort. At this point time the patient has had no pain or discomfort in the suburethral area. There was right and left adductor longus tenderness in addition to right and left anterior thigh discomfort. No sign of any obturator internus trigger point tenderness on exam. No intravaginal trigger point tenderness noted. Patient will need to be evaluated for possible lumbosacral and hip discomfort. Ultrasound was performed with a residual of 0. Patient was then scheduled for restarting aggressive pelvic pt. On (B)(6) 2021, patient reports during a clinic visit of pain in the thigh/groin/buttocks and that her legs hurt everyday. She reported vaginal pain after intercourse for one week. She has rectal pain which a colorectal surgeon said may be from fissures and for which she was using stool softeners with some improvement. The recommendation was vaginal mesh sling removal as well as exploration of both groins given the severe inner thigh pain and pain radiating bilaterally. On (B)(6) 2021, patient came in with chief complaints of vaginal and groin pain, buttock and low back pain that radiates to the lower extremities. Recommendations: x-rays of the lumbar spine and x-rays of the right and left hip; MRI of the lumbar spine and pelvis to rule out any bony or disc pathology; pudendal nerve block; right and left ischia bursa injection done under ultrasound guidance; emg nerve conduction study of the lower extremities; discontinue lyrica and switch to kepra 250mg. On (B)(6) 2021, during a telemedicine psych consultation, patient processed the severe to extreme physical pain that patient has been experiencing daily and the increase in symptoms of depression and anxiety from the pain management medications. Patient processed the anxiety about having the upcoming procedure to remove the painful mesh and the potential complications and efficacy of procedure. On (B)(6) 2021, the patient stated she is definitely better than before - not the same pain as before, just post surgical pain now. She had tried to have intercourse and it was super uncomfortable to have her legs open and she experienced numbness. The plan was for continued physical therapy. Additional information received on january 26, 2022: on (B)(6) 2020, patient went for a follow-up due to nausea and vomiting. Ondansetron 8mg tablet was given.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date. The complaint device is not expected to be returned for evaluation. Additional information received on january 13, 2022: on (B)(6) 2017, the patient underwent obtryx ii sling placement and cystoscopy for stress urinary incontinence. Medical history included stress predominant mixed urinary incontinence, daily urgency and urge incontinence episodes, microscopic hematuria with negative cystoscopy and CT urogram, total laparoscopic hysterectomy and bilateral salpingectomy, vaginal cuff cellulitis, pre-diabetes, depression, fibromyalgia, rheumatoid arthritis. On (B)(6) 2017, two weeks post-op, patient presents with some right leg pain with more activity. Minimal vaginal discharge noted. No other complaints and patient was reportedly happy with the results. On (B)(6) 2017, six weeks post-op, patient reports still having some right leg pain with certain movement. She states she is concerned about driving as she recently drove long distance and experienced severe pain in the thigh and back of leg. A referral to physical therapy was ordered and some additional medication, gabapentin 100mg capsule once daily. Physical therapy notes: on (B)(6) 2018, patient reports symptoms in posterior leg only appeared after pelvic surgery. Noted inhibition in deep core musculature s/p pelvic surgery and sling placement with increased tension/activity in posterior musculature resulting in sciatic nerve irritation. Advised physical therapy once a week for a 4-week duration. Diagnosis: piriformis syndrome, generalized right lower extremity weakness. On (B)(6) 2019, patient presents to the clinic with pelvic pain and abnormal vaginal bleeding. Exam was able to palpate but not visualize the mesh. Wet prep was normal. The assessment was vaginal discharge and abnormal vaginal bleeding from suspected erosion of bladder suspension mesh. The patient was referred back to urogynecology for further evaluation. On (B)(6) 2019, the patient presented for vaginal bleeding and pelvic pain. She reports her partner is feeling a prickly sensation during intercourse. Also reports some pressure with urination but denies dysuria. She also reports pain with defecation. Exam revealed 1 x 1 cm exposed mesh in the midline. Diagnoses: erosion of vaginal mesh, urinary frequency. The patient was advised on options including mesh excision or vaginal estrogen. The patient elected to start with vaginal estrogen. On (B)(6) 2019, patient reports during a clinic visit some discharge and spotting, urinary frequency and nocturia. She also reports some bright red blood with stools and pain with defecation. Digital rectal exam revealed significant discomfort and was limited; the physician suspected internal hemorrhoid versus mass and referred to colorectal. Exam also revealed persistent mesh erosion. The patient elected to continue observation of mesh exposure. Overactive bladder with urinary urge incontinence was also discussed and options for management were discussed. On (B)(6) 2020, cystoscopy and vaginoscopy procedures were performed. Impression: exposure of tot objects mesh suburethral he with associated his peroneous for which patient is failed estrogen therapy now interested in surgical excision; symptomatic bothersome overactive bladder without prior symptoms; no stress incontinence noted on exam however patient complains of sui; mild apical vaginal vault prolapse associated prolapse mildly. On (B)(6) 2020, patient underwent removal of suburethral portion of tot vaginal mesh sling, cystoscopy for midline incisional exposure of tot mesh sling. Approximately 3.0 cm of the left side and 2.5 cm of the right side of the mesh was removed. No complications were reported. Pathology report revealed some adherent chronically inflamed fibrous connective tissue fragments on both right and left mesh excision. On (B)(6) 2021, patient presents for evaluation of pelvic pain, leg and groin pain. She states the pain began after bladder mesh surgery in 2017. Assessments: chronic pain syndrome; chronic use of opiate drug for therapeutic purpose; lesion of femoral nerve, unspecified lower limb. Treatment: pain meds (lyrica 50mg capsule); meralgia parasthetica blocks right and left ordered; mls laser therapy ordered. On (B)(6) 2021, valium 5mg tab suppository was ordered for pelvic pain during a clinic visit. The assessment included urgent desire to urinate, spastic pelvic floor syndrome, pudendal neuralgia, and complications of vaginal mesh. The patient was advised her pain was caused by transobturator mesh which led to the spasm of the pelvic floor muscles which in turn put pressure on the nerve giving her most of her symptoms. We have discussed treatment options and we are going to proceed with removal of groin part of the transobturator mesh. The vaginal part was already removed. Patient will also benefit from bilateral pudendal nerve block and botox injection to pelvic floor muscles. She will also benefit from valium/ baclofen/ketamine suppositories. Ketamine may help with sensation of allodynia which is the sign of pudendal nerve irritation or injury. On (B)(6) 2021, patient underwent the following procedures: bilateral pudendal nerve block; botox injection to pelvic floor muscles; bilateral groin mesh removal; osteotomy right pubic bone. Preop/postop dx : complication of implanted vaginal mesh; pudendal neuralgia; spastic pelvic floor syndrome. Findings: right segment of the groin mesh densely attached to the inferior edge of the superior pubic ramus (medial edge of the obturator foramen) patient was admitted for post operative management, reports postoperative pain, some nausea but no vomiting. Pain management with IV dilauded was given with relief of pain. On (B)(6) 2021, patient presents to the emergency department with chest tightness and chest pain. Patient reports some nausea earlier which has since improved. X-ray was normal. EKG shows normal sinus rhythm and pulse oximetry is 98% on room air. On (B)(6) 2021, physical therapy was initiated for a duration of 10 weeks, once or twice a week on (B)(6) 2021, pelvic therapy was restarted. Patient reports doing very well with some residual muscle spasm. She reported that her pain was significantly improved. Additional information received on january 18, 2022: on (B)(6) 2020, patient sought consult via telemedicine and reported some pain during intercourse. She also stated that her sling seems to have failed and was impacting her ability to void completely. She also noted that her bladder seems to have prolapsed and she had a small amount of white vaginal discharge. Between (B)(6) 2020 and (B)(6) 2021, patient had three consultations due to anxiety attack. Patient reports feeling increased symptoms of anxiety/panic/stress. She also reported some mild obstructive symptoms with slow stream and hesitancy sometimes and needing to crede and push to begin urination. On (B)(6) 2021, patient presents for follow-up evaluation management of stress urinary incontinence s/p tot removal; reports hip and groin discomfort. At this point time the patient has had no pain or discomfort in the suburethral area. There was right and left adductor longus tenderness in addition to right and left anterior thigh discomfort. No sign of any obturator internus trigger point tenderness on exam. No intravaginal trigger point tenderness noted. Patient will need to be evaluated for possible lumbosacral and hip discomfort. Ultrasound was performed with a residual of 0. Patient was then scheduled for restarting aggressive pelvic pt. On (B)(6) 2021, patient reports during a clinic visit of pain in the thigh/groin/buttocks and that her legs hurt everyday. She reported vaginal pain after intercourse for one week. She has rectal pain which a colorectal surgeon said may be from fissures and for which she was using stool softeners with some improvement. The recommendation was vaginal mesh sling removal as well as exploration of both groins given the severe inner thigh pain and pain radiating bilaterally. On (B)(6) 2021, patient came in with chief complaints of vaginal and groin pain, buttock and low back pain that radiates to the lower extremities. Recommendations: x-rays of the lumbar spine and x-rays of the right and left hip; MRI of the lumbar spine and pelvis to rule out any bony or disc pathology; pudendal nerve block; right and left ischia bursa injection done under ultrasound guidance; emg nerve conduction study of the lower extremities; discontinue lyrica and switch to kepra 250mg. On (B)(6) 2021, during a telemedicine psych consultation, patient processed the severe to extreme physical pain that patient has been experiencing daily and the increase in symptoms of depression and anxiety from the pain management medications. Patient processed the anxiety about having the upcoming procedure to remove the painful mesh and the potential complications and efficacy of procedure. On (B)(6) 2021, the patient stated she is definitely better than before - not the same pain as before, just post surgical pain now. She had tried to have intercourse and it was super uncomfortable to have her legs open and she experienced numbness. The plan was for continued physical therapy. Additional information received on january 26, 2022: on (B)(6) 2020, patient went for a follow-up due to nausea and vomiting. Ondansetron 8mg tablet was given.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2017 as the first clinic visit when symptoms were reported post implantation. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Partial mesh removal: dr. (B)(6). Removal of remainder mesh: dr. (B)(6). Block h6: patient codes e1405, e1605, e020201, e1301, e233001, e0123, e1401, e2326, e0506, e2006, e2101, e1621, e2330, e1020, e1032, e2328 and e0127 capture the reportable events of pain during intercourse, muscle spasm/spastic pelvic floor syndrome, anxiety attack, dysuria, chest pain, lesion of femoral nerve, vaginal discharge, inflammation, vaginal/rectal bleeding, extrusion, adhesions, weakness of lower extremity, pain, allodynia, nausea, vomiting, mild obstructive symptoms and numbness. Impact codes f19, f2302 and f1202 capture the reportable events of mesh removal, required medications and unable to work for a period of time and impacts to daily activities. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6), 2017 as the first clinic visit when symptoms were reported post implantation. Block e1: this event was reported by the patient's legal representation. The device was implanted at (B)(6) med center, (B)(6), nc. Implanting surgeon: dr. (B)(6) partial mesh removal: dr. (B)(6), assisted by dr. (B)(6). Mesh removal: dr. (B)(6). Block h6: patient codes e1405, e1605, e020201, e1301, e233001, e0123, e1401, e2326, e0506, e2006, e2101, e1621, e2330, e1020, e1032 capture the reportable event of pain during intercourse, muscle spasm/spastic pelvic floor syndrome, anxiety attack, dysuria, chest pain, lesion of femoral nerve, vaginal discharge, inflammation, vaginal/rectal bleeding, mesh erosion, adhesions, weakness of lower extremity, pain, nausea and vomiting. Impact codes f19 and f2302 capture the reportable event of surgical intervention (mesh removal) and required medications. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6), 2017. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date. The complaint device is not expected to be returned for evaluation. ***additional information received on january 13, 2022*** on (B)(6), 2017, two weeks post-op, patient presents with some right leg pain with more activity. Minimal vaginal discharge noted. No other complaints and patient was reportedly happy with the results. On (B)(6), 2017, six weeks post-op, patient reports still having some right leg pain with certain movement. She states she is concerned about driving as she recently drove long distance and experienced sever pain in the thigh and back of leg. A referral to physical therapy was ordered and some additional medication, gabapentin 100mg capsule once daily. Physical therapy notes: on (B)(6), 2018, patient reports symptoms in posterior leg only appeared after pelvic surgery. Noted inhibition in deep core musculature s/p pelvic surgery and sling placement with increased tension/activity in posterior musculature resulting in sciatic nerve irritation. Advised physical therapy once a week for a 4-week duration. Diagnosis: piriformis syndrome, generalized right lower extremity weakness. On (B)(6), 2019, patient presents to the clinic with pelvic pain, abnormal vaginal bleeding and erosion of bladder suspension mesh. On (B)(6), 2019, patient reports her partner is feeling a prickly sensation during intercourse. Also reports some pressure with urination but denies dysuria. She also reports pain with defecation. Diagnoses: erosion of vaginal mesh, urinary frequency. On (B)(6), 2019, patient reports during a clinic visit some discharge and spotting. She also reports some bright red blood with stools and pain with defecation. Diagnoses: rectal bleeding, rectal pain; erosion of vaginal mesh, sequelae. On (B)(6), 2020, cystoscopy and vaginoscopy procedures were performed. Impression: -exposure of tot objects mesh suburethral he with associated his peroneous for which patient is failed estrogen therapy now interested in surgical excision -symptomatic bothersome overactive bladder without prior symptoms -no stress incontinence noted on exam however patient complains of sui -mild apical vaginal vault prolapse associated prolapse mildly on (B)(6), 2020, patient underwent removal of suburethral portion of tot vaginal mesh sling, cystoscopy. Noted midline incisional exposure of tot mesh sling. No complications were reported. Pathology report revealed some adherent chronically inflamed fibrous connective issue fragments on both right and left mesh excision. On (B)(6), 2021, patient presents for evaluation of pelvic pain, leg and groin pain. She states the pain began after bladder mesh surgery in 2017. Assessments: -chronic pain syndrome. -chronic use of opiate drug for therapeutic purpose. -lesion of femoral nerve, unspecified lower limb. Treatment: -pain meds (lyrica 50mg capsule). -meralgia parasthetica blocks right and left ordered. -mls laser therapy ordered. On (B)(6), 2021, valium 5mg tab suppository was ordered for pelvic pain during a clinic visit. On (B)(6), 2021, patient underwent the following procedures: -bilateral pudendal nerve block. -botox injection to pelvic floor muscles. -bilateral groin mesh removal. -osteotomy right pubic bone. Preop/postop dx: -complication of implanted vaginal mesh. -pudendal neuralgia. -spastic pelvic floor syndrome. Findings: right segment of the groin mesh densely attached to the inferior edge of the superior pubic ramus (medial edge of the obturator foramen). Patient was admitted for post operative management, reports postoperative pain, some nausea but no vomiting. Pain management with IV dilauded was given with relief of pain. On (B)(6), 2021, patient presents to the emergency department with chest tightness and chest pain. Patient reports some nausea earlier which has since improved. X-ray was normal. EKG shows normal sinus rhythm and pulse oximetry is (B)(4) on room air. On (B)(6), 2021, physical therapy was initiated for a duration of 10 weeks, once or twice a week. On (B)(6), 2021, pelvic discus therapy was restarted. Patient reports doing very well with some residual muscle spasm. ***additional information received on january 18, 2022*** on (B)(6), 2020, patient sought consult via telemedicine and reported some pain during intercourse. Between (B)(6) 2020 and (B)(6) 2021, patient had three consultations due to anxiety attack. Patient reports feeling increased symptoms of anxiety/panic/stress. On (B)(6), 2021, patient presents for follow-up evaluation management of stress urinary incontinence s/p tot removal; reports hip and groin discomfort. Ultrasound was performed with a residual of 0. Patient was then scheduled for restarting aggressive pelvic pt. On (B)(6), 2021, patient reports during a clinic visit of some pain in the thigh/groin/buttocks and that her legs hurt everyday. On (B)(6), 2021, patient came in with chief complaints of vaginal and groin pain, buttock and low back pain that radiates to the lower extremities. Recommendations: x-rays of the lumbar spine and x-rays of the right and left hip; MRI of the lumbar sine and pelvis to rule out any bony or disc pathology; pudendal nerve block; right and left ischia bursa injection done under ultrasound guidance; emg nerve conduction study of the lower extremities; discontinue lyrica and switch to kepra 250mg. On (B)(6), 2021, during a telemedicine psych consultation, patient processed the severe to extreme physical pain that patient has been experiencing daily and the increase in symptoms of depression and anxiety from the pain management medications. Patient processed the anxiety about having the upcoming procedure to remove the painful mesh and the potential complications and efficacy of procedure. On (B)(6), 2021, patient reports her sinus issues are still present. Md thinks it might be allergy but also sent her to the chiropractor to see if it was related to some neck stiffness he found. ***additional information received on january 26, 2022*** on (B)(6), 2020, patient went for a follow-up due to nausea and vomiting. Ondansetron 8mg tablet was given.